Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. Serial number verification was performed and failed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and moisture damage was found. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.